Manufacturer narrative:
Customer complaint of incorrect measurement and pacing asynchronously was not confirmed. Autocapture was programmed to on for ventricular channel. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The pacer was received in backup vvi with battery voltage at eri. Electrical and mechanical analysis performed indicated normal device functionality. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was observed to be at elective replacement indicator (eri) level. The physician suspects overestimation occurred at the previous follow-up. The event was resolved by explanting and replacing the device due to normal eri. The patient was in stable condition.

Event description:
Additional information received indicated pacemaker mediated tachycardia was observed.